Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage including, but not limited to clot in the filter, filter tilted, embedment, and filter perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, embedding the device within the inferior vena cava (ivc) wall. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided and no imaging available for review it is not possible to draw a conclusion between the device and the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage including, but not limited to clot in the filter, filter tilted, embedment, and filter perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Please note that the event date provided is february 2017. Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage including, but not limited to clot in the filter, filter tilted, embedment, and filter perforation. The patient reports having experienced blood clots, clotting and or occlusion of the inferior vena cava and continues to worry about the vena cava filter. The patient¿s medical history is significant for diabetes, hypertension, bilateral diabetic neuropathy, degenerative joint disease, standing edema in bilateral lower extremities, amputation of the transmetatarsal area of the right foot, obesity, gastritis, nephritis, obstructive sleep apnea, migraines, insomnia, hepatistis c and hyperlipidemia. The patient was noted to have a significant surgical history with multiple scars throughout the body. The patient was admitted to the hospital for right reverse total shoulder arthroplasty, after conservative treatment failed. The patient was intubated for respiratory distress one day post-operative due to right hemidiaphragm paralysis. Approximately eight days post shoulder surgery a computed tomography (CT) scan of the chest was performed for shortness of breath. The scan demonstrated extensive saddle pulmonary embolism (pe), the left greater than the right. A duplex ultrasound was performed and demonstrated acute deep vein thrombosis (dvt) on the left lower extremity near the popliteal veins. Due to the pe and dvt, the inferior vena cava filter (ivc) was placed via the left femoral vein and deployed at the level of l2-l3. Final venogram showed that the filter was in good position and well above the bifurcation. The patient tolerated the procedure well with no complications. Approximately three years later the patient became aware that the filter was tilted, perforated, was embedded and there were blood clots and/or occlusion of the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, embedding the device within the inferior vena cava (ivc) wall. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, ivc occlusion and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The anxiety experienced by the patient also does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. With the limited information provided and no imaging available for review it is not possible to draw a conclusion between the device and the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, degenerative joint disease, standing edema in bilateral lower extremities, amputation of the transmetatarsal area of the right foot, obesity, significant history of multiple scars throughout his body and right hemidiaphragm paralysis. The patient was hospitalized for surgical management of right shoulder osteoarthritis. The patient was unresponsive to conservative treatment. One week before the index procedure the patient experienced respiratory failure. The day before the index procedure a computed tomography (CT) scan revealed an extensive pulmonary embolism saddle. The medical records state that the patient's hospital course was extremely complicated. The medical records also state, "the true extent of his surgical history is somewhat vague."   The filter was implanted via the left femoral vein. The filter was deployed at the l2-l3 level, in a good position well above the bifurcation. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The patient also continues to worry about the vena cava filter.

Manufacturer narrative:
Correction to product code.